Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line error won't clear did not occur. A review of the event history log revealed air in line. Review of prior servicing indicates this is a repeat service event. The previous servicing was on august 3rd 2021. The direct cause of the previous servicing was the ultrasonic sensor. All service actions were completed during the last service cycle. The reported condition was verified. The cause of the condition was determined to be failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line error that would not clear. This occurred during setup at the patient unit. There was no patient involvement. No additional information is available.